Manufacturer narrative:
Additional information: application support manager (asm) visited the site. He checked energy settings and system was within parameters. Confirmed with surgeon that there have been no changes in laser settings and that the ifs has been performing as desired. Noted that multi use drops were not disinfected between cases. Heat and ventilation & air conditioning (hvac) system filters were replaced on (B)(6) 2017. Equipment records show that preventive maintenance was performed on (B)(6) 2017 by field service engineer and system was found within specifications. Device evaluation: a review of the records related to the device that included labeling, manuals, trending, and risk documentation was performed. The trend review shows that there is not significant change over historical complaint limits and no recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
All pertinent information available to abbott medical optics has been submitted.

Event description:
The clinic reported that a laser vision correction patient had surgery on (B)(6) 2017 and presented on (B)(6) 2017 with stage 1 diffuse lemellar keratitis (dlk) in the superior nasal flap of left eye. The topical steroid dosage was increased. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient had no complaints and noted is doing well. Patient reported symptoms are not interfering with daily activities.  Bcva from (B)(6) 2017: right eye pre-op 20/20 -1.75 x -1.25 x 115, left eye pre-op 20/20 -1.25 x -1.75 x 75.